Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during a esophageal balloon dilation procedure performed on (B)(6) 2023. During the procedure, the balloon ruptured at 3atm/12mm. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Block h10: investigation result the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual examination found that the balloon was torn longitudinally. Microscopic inspection confirmed the balloon had a longitudinal tear. The catheter of the device was carefully inspected, and no damages were found. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst could not be confirmed. The balloon being torn longitudinally could have been interpreted by the customer as the reported event of balloon burst. The tear is likely to have occurred due to factors encountered during the procedure, such as excess pressure, interaction with other devices, or anatomical factors. It is possible that interaction with any surface during the procedure could create friction on the balloon, causing a longitudinal tear. Demonstrating excessive force during handling or usage and/or forcing the device against significant resistance could result in device damage or loss of functionality. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. It was stated in the instructions for use (IFU) that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during a esophageal balloon dilation procedure performed on (B)(6) 2023. During the procedure, the balloon ruptured at 3atm/12mm. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event. The instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Manufacturer narrative:
Imdrf device code a0402 captures the reportable event of balloon burst.